Manufacturer narrative:
(B)(4) . This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, weight, bmi at the time of index procedure. 65 yo; 85; bmi not know the diagnosis and indication for the index surgical procedure? Gonarthosis what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. For the stratafix symmetric pds plus suture: -when beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? Yes. -after taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? Yes if so, how many perpendicular passes? Two -did the surgeon then proceed with wound closure in the opposite direction of the first pass? Yes. -was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes. -were two reverse stitches performed across the incision prior to closure? Yes. For the stratafix spiral monocryl plus suture: -was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes. -was at least one reverse stitch performed prior to closure? Yes, more tha two reverse stitches have been perfomed. Did the suture break? If so, where was the break noted (termination, middle, end)? It was not possible to verify whether the suture was broken or cut the subcutaneous tissue at the time of the fall. Please describe any surgical intervention required for the wound dehiscence including date and findings for each knee. In the knee where stratafix symmetric and stratafix spiral were used, due to the patient's fall, the suture and staples of the skin did not support the flexion of the knee, exposing the prosthesis to the outside. In the knee sutured with stratafix symmetric ( used for capsule) and vicryl ( used for subcutanius tissue) , two days after forced flexion the knee dislocation occurred which caused a re-operation. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Please describe the appearance of the suture during the second procedure for each knee. The suture appeared soft and slightly discolored. Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon believes that the forced flexion of the knee caused the wound to open. However, the surgeon believes that the suture should have supported the flexion. What is the patient's current status? The patient is currently well and undergoing physiotherapy. Product code and lot number for the vicryl suture? Not know. Lot number for the stratafix spiral suture?tdbeep. Will product be returned? No if so, please provide the return date and tracking information. Surgeon¿s name? Dr. (B)(6). Related medwatch reports: 2210968-2023-09621, 2210968-2023-09622, 2210968-2023-09623, 2210968-2023-09624.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m . H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the stratafix symmetric pds plus suture: -when beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? -after taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? -did the surgeon then proceed with wound closure in the opposite direction of the first pass? -was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? -were two reverse stitches performed across the incision prior to closure? For the stratafix spiral monocryl plus suture: -was the fixation loop secured to tissue at the initiation of suture use during the index procedure? -was at least one reverse stitch performed prior to closure? Did the suture break? If so, where was the break noted (termination, middle, end)? Please describe any surgical intervention required for the wound dehiscence including date and findings for each knee. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure for each knee. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number for the vicryl suture? Lot number for the stratafix spiral suture? Will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name? Related medwatch reports: 2210968-2023-09621, 2210968-2023-09622, 2210968-2023-09623, 2210968-2023-09624

Event description:
It was reported that a patient underwent a bilateral total knee arthroplasty on (b)(3)2023 and barbed suture was used for closure of the joint capsule and suture was used on the subcutaneous layer of the right knee. The following day, (b)(3) 2023, the patient falls and performs a forced flexion of both knees. The same day, the right knee is checked which appears to be good. On (b)(3) 2023, the same patient was brought back to the operating room for a dislocation of the right knee as the closure of the capsule was open. Additional information was requested.